Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that due to dysuria, urinary frequency/urgency, bladder infections, vaginal pain and bleeding with erosion, the patient underwent the following: office visits for revision on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011 by implanting surgeon. On (B)(6) 2011, mesh removal with bilateral salpingo-oophorectomy by implanting surgeon.

Manufacturer narrative:
(B)(4). Dysuria. Urinary frequency/urgency. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05301. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.